Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated for 4 patient samples with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system as a comparison/validation study, when compared to the genexpert (cepheid) system. On (B)(6) 2021, patient 1 generated a positive result for sars-cov-2 and negative results for influenza a/b with the 4 cobas® liat® systems. Repeat testing of the same sample with the competitor genexpert (cepheid)system generated negative results for all 3 targets. On (B)(6) 2021, patient 2 generated concordant results, positive result for sars-cov-2 and negative results for influenza a/b, for the initial and the repeat testing with the 4 cobas® liat® systems and the competitor genexpert (cepheid) system. Upon repeat testing with a newly collected sample, positive result for sars-cov-2 and negative results for influenza a/b results were generated by the 4 cobas® liat® systems.. The repeat testing with the newly collected sample on the genexpert (cepheid) system, generated negative results for all 3 targets. On (B)(6) 202, patient 3 generated negative results on all 3 targets with the cobas® liat® systems (B)(4). Repeat testing with the genexpert (cepheid) system generated a positive result for sar (B)(4) s-cov-2 and negative results for influenza a/b. No repeat testing was performed. On (B)(6) 2021, patient 4 generated a positive result for sars-cov-2, and negative results for influenza a/b on the cobas® liat® systems (B)(4). Repeat testing of the same sample with the competitor genexpert (cepheid) system, generated negative results for all 3 targets. No harm is alleged in any of the 4 samples. Per the FDA guidance, four (4) mdrs will be filed; one per sample. An investigation is currently ongoing.

Manufacturer narrative:
The complaint allegation was not observed during reagent investigation and does not indicate a reagent lot issue. Samples were not requested as the evidence indicates the discrepant results are due to samples at lod. (B)(4).